Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated and suprarenal device. Patient was lost to follow up; but recently, it was reported that the patient was admitted to the hospital for an unrelated issue. It was discovered that the patient had an unknown endoleak, there was no aneurysm growth reported. Patient is being monitored, the physician plans to bring patient in for an angio. There has been no additional patient sequelae reported at this time.